Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had been alarming for an "upstream occlusion." Upon inspection, it had been observed that the medication reservoir appeared completely dry, with no visible liquid left to infuse. It remained unknown whether the patient had experienced any harm. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.